Event description:
A customer reported the system would not aspirate and they were having irrigation issues during a cataract procedure. After exchanging the cassette with a delay of greater than 15 minutes, the procedure was completed. There was no pt harm.

Manufacturer narrative:
The company representative examined the system and could not replicate the aspiration/irrigation problem reported. The company representative did find system message (sm) - corrupt handpiece (bad crc) in the system's event log. The company representative could not duplicate the sm - corrupt handpiece (bad crc). The company representative recommended that the customer track the handpiece serial number and remove the handpiece from service if found to be nonconforming. The company representative tested fluidics functionality and stated that the irrigation and aspiration solenoids were functioning properly. The company representative tested the aspiration pump speed, occlusion detection, and aspiration pressure sensor accuracy in which all were found to be functioning properly. The company representative found that the customer used disposable I/a handpieces and stated that it was a possible cause of the reported aspiration issue. The system was then tested and met all product specifications. There was no sample returned for evaluation and no additional information provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last (B)(4) did not indicate any additional similar reports for this system. The root cause could not be determined. (B)(4).